Event description:
Following deployment of the excluder bifurcated endoprosthesis, it was noticed that the left artery was inadvertently partially covered. No additional surgery was performed. The pt was fine at the end of the procedure and the left kidney perfused. Improper component placement is a known possible adverse event as stated in the instructions for use. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.